Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The first instrument was received partially applied with three remaining clips. The second instrument was received partially applied with four remaining clips. Visual inspections of the instruments revealed no abnormalities. Functionally, the instruments were fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formations. The jaws and handles moved smoothly through their firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaw from approximating. The third instrument was received fully applied. Visual inspection of the instrument revealed no abnormalities. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary artery bypass surgery, the device got stuck after firing a few clips. They tried to use two devices of the same product ID but still they experienced the same situation. A fourth device of the same product ID was used to complete the case. There was no patient injury.